Event description:
Dental assistant reported that a pt presented at office with implant in hand. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was able to review the lot history of the subject product and was found to be acceptable per release criteria.